Manufacturer narrative:
Evaluation of system logs and treatment tip has been completed. The system logs showed the tip passed flow and leak tests and thermistor test. Based on the evaluation of the data, the hand-piece and system performed as expected. No functional testing could be performed due to no reps remaining on tip. Tip failed visual inspection for dent on surface. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any hand-piece or system issue present a review of the device history record is in progress. Additional information has been requested, but not received. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Additional medical information has been requested, but not received. Device has been requested for return but not yet received by evaluation facility. A review of the device history record is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A patient underwent a full face laser treatment. The treatment tip was inspected before the treatment as well as every 300 pulses for any damage or abnormalities. During the treatment an error message was observed on the system indicating that the coolant canister was over-pressure. The treatment was completed with a maximum energy level of 4 with no observed issues or complaints from the patient. One day following treatment the patient reported the blistering on the cheeks and right mid jaw to the physician. The blistering was treated with two antibiotic topical ointments provided by the treating physician. The practitioner indicates that post-inflammatory hyper-pigmentation is a possible outcome and will monitor the patient. The patient is currently healing well.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. During treatment there were temperature limit exceeded errors displayed to the user. These errors were most likely caused by user technique and treating flat against the patient¿s skin. An error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. According to thermage cpt system technical user¿s manual burns, blisters, and scabbing are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Trending will be performed to monitor this issue.